Manufacturer narrative:
(B)(4).

Event description:
It was reported that this incident occurred in the ed during insertion. There was difficulty reported with the swg unraveling (see MDR 1036844-2014-00089) and the dilator "peeling back". The physician alleged that they have also used cdc-45854-xp1a kits with aw-04435 spring wire guides. The physicians claim that the dilator is kinking the aw-04435 swg during insertion. (See MDR 9680794-2014-00059). There was no reported delay, death, or complication to the pt as a result of this issue. The device was removed and replaced to perform the procedure successfully.